Manufacturer narrative:
(B)(6). The lot was manufactured from june 14, 2019 - june 15, 2019. The actual device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow during infusion. The set was filled with 4625mg 5-fluorouracil and 5% glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.